Manufacturer narrative:
The device will not be returned to the manufacturer for investigation. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that there are small white fibers blowing around outside the helmet and there is concern that the fibers are being inhaled by the surgeon and possibly compromising the sterile field. The surgeon has been using eye drops as a result of this, but there have been no allegations of adverse consequences for the patient.